Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced facial nerve paralysis for three weeks. Additional treatment details will not be provided. The recipient's facial nerve paralysis resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial never paralysis. The recipient was prescribed a 2 week course of prednisone and valtrex. The recipient's facial function has improved.